Event description:
The pump was returned for investigation. Evaluation revealed that the display is dim/fading/reddish.. This report is made based on results of investigation completed on 06/09/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/09/2014 with the following findings: keypad cover peeling off the base starting at ok button. All keypad buttons respond normally. The keypad cover was removed and no contamination was found under contacts. The display is dim/fading/reddish. The battery cap was not returned with product, a test battery cap was used to verify steps. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).